Event description:
It was reported that during a routine office visit, when the patient with a pacemaker device, lifted her arm up, there was noise, oversensing and pacing inhibition on the right ventricular (rv) channel. The pacemaker switched to safety mode and unipolar sensing. The patient's arm was immobilized temporarily. Subsequently the device was surgical explanted, and a new device implanted. Several attempts to obtain the model/serial of the rv lead was unsuccessful. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session, caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during a routine office visit, when the patient with a pacemaker device, lifted her arm up, there was noise, oversensing and pacing inhibition on the right ventricular (rv) channel. The pacemaker switched to safety mode and unipolar sensing. The patient's arm was immobilized temporarily. Subsequently the device was surgical explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. Additional information was received that the rv lead was checked during procedure, and all measurements were within normal range. Rv lead remains implanted. No adverse patient effects were reported. This pacemaker device was returned, and analysis was completed.